Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until the patient was later admitted to the hospital for continued symptoms of slurred speech, dizziness and lightheadedness (reported in MFR. Report # 2916596-2020-03671). The heartmate 3 lvas instructions for use (IFU) lists other neurological events (not stroke-related) and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This document also states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with slurred speech, right-sided weakness, and nausea. The patient was fluid volume overload (fvo) on admission. A computed tomography (CT) scan of the head was negative. A carotid duplex was also negative. The patient was hypertensive on admission. The account was concerned for transient ischemic attack (tia) subject to hypertension. Losartan was started. The patient's international normalized ratio (inr) goal was increased. The patient was discharged on (B)(6) 2020.